Event description:
Product manufacturer reference number: 1627487-2019-08889. It was reported that the patient's leads have migrated. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.